Event description:
Device 2 of 5. Reference manufacturer reports: 1627487-2010-02536, 03181, 03182 and 03183.

Manufacturer narrative:
Evaluation: method - visual analysis and functional testing were performed. Results- visual analysis of the lead noted the lead was severely kinked with three broken wires approximately 12.5cm from the stimulation end. The lead failed continuity and stress testing with only one contact testing within specification. Conclusion: device was out of specification in a manner that relates to event. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.